Event description:
The affiliate reported: the device had been implanted via v-p shunt for 1 year. On (B)(6) 2014, the patient was diagnosed with hydrocephalus which was confirmed with the contrast radiography. The revision surgery was conducted on (B)(6) 2014. During the surgery, it was noted fluid did not flow even after lowering the position of peritoneal catheter to create differential pressure. By pumping the device and providing negative pressure, the fluid finally could flow through the device. It was reported the blood was intruded into the valve when it was removed. Doi is not informed. Setting pressure for both original implantation and revision was unknown.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected, what looks like needle holes were noted in the silicone housing at the proximal end, as well as a tear near the valve mechanism casing (proximal side). The valve was irrigated; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again no occlusion was noted. The valve was dried and tested for reflux. The valve passed the test. The valve was tested for programming and failed the test. During the programming process the cam mechanism did not move. The valve was pressure tested at 30mmh2o and passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. A review of the history device records confirmed the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.